Event description:
It was reported that particulate matter was observed in the balloon of a small volume intermate. The event occurred before use. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with particles noted in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particles were identified as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.